Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer experienced an elevated blood glucose (bg) level. Bg value not provided. A manual insulin injection was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.